Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2011. During the procedure, the device worked properly at first, however, after a while the blade could not be exposed when the surgeon pressed the activation trigger. The blade could be activated and rotated using the foot pedal. The surgeon stopped using the device and used laparoscopic scissors to cut and remove the rest of the fibroid. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated and operated as intended throughout the evaluation.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.